Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have noticed their left incisor has shifted upward. They have been wearing their retainer consistently as instructed but are concerned about unwanted movement. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.